Event description:
It was reported that the patient underwent an unspecified spinal procedure. It was reported that the tip of the pituitary bent and would catch when opening and closing. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. The superior dynamic jaw is broken at the jaw pivot pin diameter. The broken off portion of the jaw is missing and was not returned for analysis. The location, direction of fracture and amount of force required in order induce fracture is consistent with application of excessive force. The above observations are consistent with overload.